Event description:
My neck started having issues a few years ago and they have gradually gotten worse. Now when I turn my neck all the way to the side, I begin to experience vertigo and spots in my vision as if I'm about to pass out until I turn my head back to straight forward. My breast have been having sharp shooting pains since implantation in 2009. Over the past few months, they have been aching constantly now. They feel like fire inside and tons of pressure, like they could explode, all the time. Neck issues and constant pain. FDA safety report ID# (B)(4).